Manufacturer narrative:
Service was dispatched to the site for this event. The fse replaced the crem syringe and reaction cup. Grey plastic was removed from the drain valve. The manifold and crem reagent line were cleaned. Although repairs were made to the instrument before returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(4) 2011 erroneously high creatinine (crem) results were generated from a unicel dxc 800 synchron system for three patient samples. Upon repeat of the same samples on the same instrument, the crem results were lower and considered valid. The initial results were released from the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were serum samples. No additional sample collection/handling information was provided by the customer. Instrument crem quality control results during the timeframe of the event were within customer specifications.